Manufacturer narrative:
Analysis was normal. No anomaly was found. A lead tip stiffness test was performed and the lead was found to be within specification.

Event description:
It was reported that perforation was found. Lead was explanted and replaced when repositioning was unsuccessful.

Manufacturer narrative:
(B)(4). Device evaluation anticipated but not yet begun.